Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that review of a remote transmission indicates that the implantable cardioverter defibrillator (ICD) appears to have a short duration of af (atrial fibrillation) with rvr (rapid ventricular response). The ICD remains in use. No patient complications have been reported as a result of this event.